Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 52 mg/dl. The customer was treated with food. The customer was started to get low blood glucose while troubleshooting. Customer waited for 20 minutes, retested and blood glucose as 126 mg/dl. Customer was transferred over to ultra link customer care for issues with one touch link meter.